Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. During review of device memory, no errors or resets were noted. Of note, this device delivered 500 lifetime shocks. Having met the engineering longevity prediction and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. Approximately one year ago, during a device interrogation, the battery longevity showed an estimate of 8 years remaining. However, during the most recent device check, the battery had depleted and therefore was subsequently explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. Approximately one year ago, during a device interrogation, the battery longevity showed an estimate of 8 years remaining. However, during the most recent device check, the battery had depleted and therefore was subsequently explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.